Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a worn pipetter sleeve in the reported problem area of the pipette assembly. The tip clamps sleeve was replaced. The instrument was cleaned, inspected, tested without further problem, and returned to service.